Event description:
It was reported the programmer handle is broken. The programmer was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the handle was broken and the rubber pads on the lower case were worn. It was also noted that the latch tabs on the power cord door were broken, the programmer powers up to an error which required the replacement of a circuit board, the stylus was missing, and there was a loose screw in the display. (B)(4).